Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Event description:
According to the available information, the foley balloon was broken 3 times when checking leakage and integrity.